Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument tips were not moving correctly. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have multiple input disk broken. Input disk #6 and #7 was found broken into pieces inside of the housing. As a result, the tips did not move correctly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.